Event description:
It was reported that the pump was at end-of-service (eos). It was noted that the eos condition had occurred within the expected longevity range, but was missed as the elective replacement indication (eri) occurred approximately one day after the patient¿s prior refill. The patient didn't hear the eri alarm, but it was seen via telemetry when the patient came in for a refill. Later, it was reported that there was also a break, tear, or hole in the catheter at the pump/catheter connection. Both the pump and catheter had been replaced. It was noted that there was no patient injury or hospitalization. The drugs used in the system were lioresal, compounded baclofen, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4).